Manufacturer narrative:
H3: product analysis confirmed the reported issue and found that there was misaligned radio firmware, a torn spare fuse decal, and a defective stim pcba. H6: previously applied codes of imdrf annex b: b17, annex c: c20, annex d: d16 are no longer applicable for product ID: nim4cpb1 and serial number: (B)(6). Codes of imdrf annex d: d20 is applicable for product ID: nim4cm01, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). Additional code of imdrf annex g g02030 is applicable for product ID: nim4cm01, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim system displayed a "pi fault detected" error when undocked. Troubleshooting was performed by turning the pi box off, docking it, and then undocking it again, but the issue was not resolved. The fuse was also changed but the error message persisted. Additionally the pi box was not working in wireless communication mode. There was no patient involved.